Event description:
Customer reported that the insulin pump alarmed button error. Customer was taking a shower when the alarm occurred. Blood glucose value is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.